Event description:
It was reported by service report that the actuator box had a broken weld and the fowler could not be lowered. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: broken fowler bearing support on the fowler actuator weldment box.